Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The sample was visually inspected and found to be non-conforming with clear foreign material on the port face and approximately the first two inches of the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was felt when removing the inner cutter from the needle. No wear marks were observed along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder and retainer were then disassembled, and components inspected. The o-ring was found to be conforming. The needle holder was observed to be broken and flash was observed to be present in the needle holder. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause of the actuation failure is the excess flash observed in the needle holder. The cause of the flash in the needle holder is related to the molding process of the component. The needle holder is a component that is molded at the manufacturing site of the reported device. The evaluation indicated that the needle holder was observed to be broken. How and when the broken needle holder occurred cannot be determined from the evaluation performed. A non-conformance investigation was initiated in order to investigate the root cause of the excess flash in the needle holder. No additional action was taken by the manufacturing site as the reported cut failure was not confirmed and how and when the needle holder broke could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The sample was visually inspected and found to be non-conforming with clear foreign material on the port face and approximately the first two inches of the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was felt when removing the inner cutter from the needle. No wear marks were observed along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder and retainer were then disassembled, and components inspected. The o-ring was found to be conforming. The needle holder was observed to be broken and flash was observed to be present in the needle holder. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause of the actuation failure is the excess flash observed in the needle holder. The cause of the flash in the needle holder is related to the molding process of the component. The needle holder is a component that is molded at the manufacturing site of the reported device. The evaluation indicated that the needle holder was observed to be broken. How and when the broken needle holder occurred cannot be determined from the evaluation performed. A non-conformance investigation was initiated in order to investigate the root cause of the excess flash in the needle holder. No additional action was taken by the manufacturing site as the reported cut failure was not confirmed and how and when the needle holder broke could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutting failure of a cutter was occurred during the vitrectomy surgery. The condition of aspiration and actuation is unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).